Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the severely tortuous and non-calcified ostial right coronary artery. The 2.25 x 30mm agent drug coated balloon was advanced for treatment. During the first inflation to 7 atmospheres for 3 seconds, the balloon burst. The device was removed and no fragments were left in the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen, and there was blood and contrast in the balloon. The balloon was loosely folded and there was minimal coating left to the balloon. At 1mm proximal to the distal markerband, there was a pinhole in the balloon. Inspection of the remainder of the device, revealed no damage or irregularities. E1 initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the severely tortuous and non-calcified ostial right coronary artery. The 2.25 x 30mm agent drug coated balloon was advanced for treatment. During the first inflation to 7 atmospheres for 3 seconds, the balloon burst. The device was removed and no fragments were left in the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.